Manufacturer narrative:
(B)(4). Foreign, (B)(6). Concomitant medical products: catalog #: 183460, vngd cr tib brg 10x79/83, lot #: 844060. Catalog #: 141255, polished finned tib tray 79mm, lot # 2014100861. Catalog #: 66017569, palacos r+g 2x40, lot # 79834406. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08683. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported by the patients legal representative that the patient underwent a right knee replacement on unknown date. The patient is reporting alleged injury from the alleged failure of the device.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08683 - 1. Reported event was unable to be confirmed due to limited information received from the customer. No devices were received; therefore the condition of the components is unknown. Device history record was reviewed and no discrepancies were found. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.